Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an a21,a47, a54 alarms and unable to download insulin pump. The customer's blood glucose level was 100 mg/dl. The customer confirmed that the insulin pump was not recognized by usb. The customer was advised that the insulin pump will need to replaced. The customer declined to troubleshoot of the alarms, after learning that the end result would be that the insulin pump be replaced.

Manufacturer narrative:
No unexpected alarms noted during testing. The insulin pump passed error test and self-test. The insulin pump had multiple alarms in alarm history screen due to corrupted history file. The insulin pump was unable to download using carelink pro due to multiple alarms. The insulin pump had cracked reservoir tube lip.